Manufacturer narrative:
Recall # 2531779-02/25/11-001-r. Device evaluation: a cartridge of the same lot number was returned and evaluated by product analysis on 06/07/2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported experiencing blood glucose (bg) between 250 mg/dl and 400 mg/dl for the past two to three weeks. There were no reported symptoms or ketones. He stated that he was using cartridges with lot number b201581, which were included in the cartridge recall. The patient confirmed that he had not noticed any leaking, but suspected that there may have been an issue with the cartridges, affecting his bg. The reported bg values do not meet criteria for reportability. This complaint is being reported based on the allegation cartridges from lot # b201581 may have malfunctioned while in use by the patient.